Event description:
Neither relay nbs pro device would navigate through existing stent grafts and therefore could not be placed in the desired location to treat type iii endoleak. Patient outcome - "since neither device could be placed in the desired location, neither device was deployed in the patient."

Manufacturer narrative:
This complaint was involved with two devices. Device 2 is being reported under MDR-2247858-2022-00008.

Manufacturer narrative:
This complaint was involved with two devices. Device 2 is being reported under MDR-2247858-2022-00008.

Event description:
Neither relay nbs pro device would navigate through existing stent grafts and therefore could not be placed in the desired location to treat type iii endoleak. Patient outcome - "since neither device could be placed in the desired location, neither device was deployed in the patient."

Event description:
Neither relay nbs pro device would navigate through existing stent grafts and therefore could not be placed in the desired location to treat type iii endoleak. Patient outcome - "since neither device could be placed in the desired location, neither device was deployed in the patient."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2022-00007. Device 2 is being reported under MDR-2247858-2022-00008.